Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The on/off switch was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit rebooted. The clinician reportedly switched to manual mode of ventilation while the unit restarted. There was no reported patient injury.